Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver ceased to function, and an adverse event were reported. The patient stated that they woke up and went to their appointment at the hospital with her brother. On the way back from the hospital, the patient started seizing and her brother brought her home. He tried to perform a finger stick to check her blood glucose because the receiver screen was black. He tried to press the center button; however, he did not see anything on the display screen. It was indicated that the patient's blood sugar dropped to the 30's mg/dl and the emergency medical technician's (emts) were called. When they arrived, they treated the patient with oxygen and transported them to the hospital. The patient was given ativan to stop the seizures and when she came to, they put her on keppra. The patient stated that they later they treated her with glucose gel. Additionally, the patient indicated that during her appointment at the hospital she tried checking the receiver, but it was of and she tried to turn it on, but it would not turn on; however, when she left the hospital, the receiver started working again. At the time of contact, the patient was at home in good condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.